Event description:
1990 breast augmentation w/cox-uphoff international gel/saline implants. 1996 dx as having fibromyalgia. Pt has had no actual problems w/implants but is concerned about implants contributing to her condition. Requests that implants be removed. In 1999 pt underwent bilateral implant removal and capsulectomy. Implants were removed intact and sent to pathology - class ii capsules.